Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, manufacture business center presume that the suggested event occurred when the user turned angulation control knob forcibly or excessive stress was applied to bending section suddenly. The user may detect the event by handling the device according to the following item of instructions for use: operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the bending mechanisms. The user may prevent occurrence of the event by handling the device according to the following item of instructions for use: operation manual_ insertion_ angulation of the distal end caution:avoid forcible or excessive angulation as this imposes stress on the wire controlling the bending section. This may cause stretching or tearing of the wire, which could impair the movement of the bending section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope¿s angle wire was cut. There were no reports of patient involvement.